Manufacturer narrative:
Date sent to the FDA: 09/09/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent urethral calibration and bladder biopsy with fulguration on (B)(6) 2012 due to chronic cystitis. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal reconstruction, abdominal repair of rectocele, placement of omental j-flap, sacrocolposuspension procedure, repair of enterocele and abdominal perineal resection. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent exploratory laparatomy and repair of recurrent parastomal hernia due to recurrent parastomal hernia on (B)(6) 2009 and colostomy disconnection/revision and fasciotomy and release of parastomal hernia repair due to colon stricture s/p parastomal hernia repair with stricture at the hernia repair site on (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reason for implant: pop, sui. It was reported that following insertion the patient experienced dyspareunia, bleeding during intercourse and can no longer engage in intercourse, frequent urinary tract infections, mrsa (2013), diarrhea, chronic vaginal and pelvic pain, urinary problems, had to self catheterize, used many oral and IV antibiotic over the years which have compromised her immune system. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent fulguration of bladder foreign bodies, urethrolysis on (B)(6) 2007 due to urinary retention, urgency, frequency, s/p tegress and vaginal vault repair. (B)(4).

Manufacturer narrative:
(B)(4).